Event description:
Had lasik about 15 years ago. Was wearing glasses again after 4 years. Have had very dry eyes since the surgery, having to use eye drops multiple times per day. My eyes feel almost glued shut most mornings. I am also unable to wear contacts because they bother me so much. I recently started using restasis in hopes it will reduce the dryness and help improve my vision. My night vision is terrible and reading my computer, which I do every day for work, is often difficult. My vision has decreased significantly this past year or so. At this point I do not believe they know why but it could be related to the surgery. I wish I never had the surgery.